Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient was having shocking down her leg and a little leakage. Patient was instructed to decrease amplitude on the day of this call and this eliminated the uncomfortable stim. It was noted that troubleshooting resolved the reported issue. The indication for use is unknown. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.